Event description:
It was reported that pump displayed non-resettable malfunction alarm code 16 without any notable events beforehand while pump was under warranty. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised customer to send malfunctioning pump back using prepaid label within ten days, which customer understood and acknowledged.